Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that the insulin pump would not vibrate when the reservoir was low. The battery life decreased significantly as well; the patient went through three packs of new batteries within the last two weeks. Troubleshooting was initiated for the failed battery test alarm. The patient's blood glucose at the time of incident is unknown. The battery compartment appeared dark and potentially corroded. The insulin pump was not returned for analysis at this time.